Event description:
It is reported by the mother that the patient's insulin pump is displaying a button error. Patient's blood glucose level is 105mg/dl. Troubleshooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked belt clip slot on battery tube threads area and cracked reservoir tube lip.